Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that water tightness was lose due to a crack on the scope body and due to deformation of the up/down knob. The air/water cylinder and scope cylinder had no color and the plug unit was deformed. No air was fed due to clogging of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a dark foreign material resembling glue mixed with fibers was found inside the air/water nozzle. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the air/water nozzle appeared to be a dark material resembling glue mixed with fibers but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, due to observed leak between the scope mount and the up/down knob, proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: gif-1100 operation manual chapter 3 preparation and inspection. Gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.